Event description:
It was reported the front panel of the xenon light source was completely blinking. The event occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1 (B)(6) medical center.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The customer's reportable malfunction of front panel blinked was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that communication failure occurred due to faulty scope socket thar led to the malfunction. Olympus will continue to monitor field performance for this device.